Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue the complaint was initially received on (B)(6) 2016 for e-5 error, where no adverse event had occurred. Due to new information received from mw#5062102 on 06/03/2016, the complaint became a reportable event due to the reported symptoms.

Event description:
Mother is calling on behalf of her son. Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test was not performed during call on (B)(6) 2016 because customer doesn't have more strips. The product is stored in the bedroom.